Manufacturer narrative:
B3: online published date of 03jun2024 used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: palatnic l, moyer rr, & miranda cj. (2024). Dysphagia megalatriensis: an uncommon cardiac mimicker of gastroesophageal dysphagia. Acg case rep j. 11 :e01374. Doi: 10.14309/crj.0000000000001374. Pmid: 38835651; pmcid: pmc11146485.

Event description:
Reported via journal article. It was reported that a serious injury occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date, the patient presented with several months of abdominal pain and dysphagia unresponsive to dietary modifications or medication. Echocardiography demonstrated severe left atrium (la) dilation and bowing of the interatrial septum consistent with elevated left atrial (la) pressures. A computed tomography angiogram (cta) of the torso also revealed la enlargement with mass effect causing compression of the lower one-third of the esophagus resulting in mild obstruction and dilation of the proximal esophagus. With continued dysphagia, an upper gastrointestinal series revealed esophageal dysmotility, and pulsion diverticulum in the mid-esophagus just above the la. The patient underwent an esophagogastroduodenoscopy (egd) with esophageal stent placement. Extrinsic compression of the mid-esophagus at the level of the la was noted peri-procedure. Despite stent placement, the patient continued to experience dysphagia. Consistent with imaging and endoscopic findings, the underlying etiology was determined to be cardiac in origin due to la compression of the esophagus in the setting of severe la dilation status-post laa closure procedure. The patient opted for conservative symptomatic management and denied escalation of care.

Manufacturer narrative:
B3: online published date of 03jun2024 used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6 patient code added: unspecified tissue injury. Literature citation: palatnic l, moyer rr, & miranda cj. (2024). Dysphagia megalatriensis: an uncommon cardiac mimicker of gastroesophageal dysphagia. Acg case rep j. 11 :e01374. Doi: 10.14309/crj.0000000000001374. Pmid: 38835651; pmcid: pmc11146485.

Event description:
Reported via journal article. It was reported that a serious injury occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date, the patient presented with several months of abdominal pain and dysphagia unresponsive to dietary modifications or medication. Echocardiography demonstrated severe left atrium (la) dilation and bowing of the interatrial septum consistent with elevated left atrial (la) pressures. A computed tomography angiogram (cta) of the torso also revealed la enlargement with mass effect causing compression of the lower one-third of the esophagus resulting in mild obstruction and dilation of the proximal esophagus. With continued dysphagia, an upper gastrointestinal series revealed esophageal dysmotility, and pulsion diverticulum in the mid-esophagus just above the la. The patient underwent an esophagogastroduodenoscopy (egd) with esophageal stent placement. Extrinsic compression of the mid-esophagus at the level of the la was noted peri-procedure. Despite stent placement, the patient continued to experience dysphagia. Consistent with imaging and endoscopic findings, the underlying etiology was determined to be cardiac in origin due to la compression of the esophagus in the setting of severe la dilation status-post laa closure procedure. The patient opted for conservative symptomatic management and denied escalation of care. Literature citation: palatnic l, moyer rr, & miranda cj. (2024). Dysphagia megalatriensis: an uncommon cardiac mimicker of gastroesophageal dysphagia. Acg case rep j. 11 :e01374. Doi: 10.14309/crj.0000000000001374. Pmid: 38835651; pmcid: pmc11146485.